Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that asymptomatic patient presented remotely. It was noted that atrial lead exhibited inappropriate mode switch episodes due to noise oversensed, and high capture threshold. The atrial capture yearly trend showing several out-of-range readings. It was discussed that the noise may be interrupting the threshold test causing high output mode to occur. Programming changes were performed. The patient was stable.